Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the caregiver was carrying a pt on the cot. During this, he observed that the cot collapsed to the floor at the footend. A colleague tried to hold the cot and hurt his arm. There was pt involvement and adverse consequences reported.